Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as fold flaw opening. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.